Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited high out-of-range pace impedance on the non-boston scientific right atrial (ra) lead that resulted in a lead safety switch (lss). Additionally, there was noise and oversensing on the ra lead which resulted in inappropriate mode switches. The patient was asymptomatic. The pacemaker was reprogrammed to unipolar pacing and bipolar sensing. Isometrics were done and there was no noise reproduced and the lead measurements were stable. The impedance in the unipolar configuration was within the normal range. This product remains in service. No adverse patient effects were reported.